Event description:
It was reported through a research article that between (B)(6) 2021, 2,078 patients underwent a mitraclip procedure. Within the two-year follow up, the mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿clinical impact of baseline frailty status and residual mitral regurgitation after transcatheter edge-to- edge repair: insights from the ocean-mitral registry¿.

Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available from the article, a cause for the reported death could not be determined. Death is listed in the instructions for use as a potential complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. B2: date of death estimated b3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided d6: date of implant estimated. Attachment: article titled ¿clinical impact of baseline frailty status and residual mitral regurgitation after transcatheter edge-to-edge repair: insights from the ocean-mitral registry"